Manufacturer narrative:
(B)(6). Additional components potentially involved in the event include: common device name: csc lead, model: 6172, UDI: (B)(4), serial: (B)(4), batch: 8264881.

Event description:
It was reported that the patient took overdose medication nocte medications. As such, the patient called qas and went to ed. Patent was admitted to the hospital and medication was administered to address the issue. Jaw thrust was performed due to drop in cgs level. Additionally, patient required resuscitation since the patient was hypotensive. During a neuro psychiatric review on (B)(6) 2022 patient reported that the overdose was due to multiple stressors. The issue was resolved, and the patient was discharged on (B)(6) 2022. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information received indicates the patient had a medical history of depression. The patient also has refractory tardive dyskinesia which is why the dbs system was implanted. The patient was admitted on (B)(6) 2022 with an intentional drug overdose. The final report of the psychiatric evaluation during this hospital admission indicates the patient had an impulsive suicide attempt in context of interpersonal issues, early admission complicated by delirium with secondary psychosis. The patient denied suicidal ideation at that time. Per the events adjudication committee (eac), the event was adjudicated as ¿coma from intentional overdose¿. The event was assessed by eac as serious and not related to device/implant procedure. The eac consists of clinicians with specialized expertise in neurological disorders. The event was resolved, and subject was discharged on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.